Event description:
In 2003, customer reported testing with the freestyle meter getting a result of 400 mg/dl. Customer then went to the hospital where they took a test with an unknown brand meter about 15 minutes later getting a result of 137 mg/dl. Customer retested with the freestyle meter while at the hospital and received a reading in the 400 mg/dl range.